Event description:
The report stated that during a blepharoplasty with o2 in use at a flow rate of 3 liters, there was a flash at the es pencil and a fire. The patient was burned and sent on a medflight to uw medical center. Follow-up found that this was a 2nd degree burn. The patient has since been discharged. The oxygen tubing, nasal cannula, drapes all caught on fire and were immediately pulled off. The fire was doused with water and the o2 turned off to extinguish the fire.

Manufacturer narrative:
In addition, the electrosurgical generator was returned, tested and found to operate to specification. There was a missing left front foot but this would not have contributed to the reported event. The patient return electrode was also returned and found to be within specification except for an increased impedance. The increased impedance is due to the drying out of the gel once used and out of its sealed package. This caused the rem alarm to be activated when used with a generator during testing. The customer was provided with an information packet about how to avoid fires.